Event description:
It was observed that during service/maintenance, the videoscope had a b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.